Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4), initial report.

Event description:
It was reported the device shut down suddenly without warnings nor technical errors. It's unclear if a patient was being ventilated; however, there was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Per review of device logs, no technical errors were logged (except te 246018) leading up to the shutdown; only battery ejections and loss of ac power were noted. If the issue would happen with a patient, this could lead to potential harm (it cannot be excluded). Therefore, it is reportable.

Manufacturer narrative:
Investigation outcome: it was reported the device shut down suddenly without warnings nor technical errors. According to received information there was no patient involvement. Per review of device logs, no technical errors were logged (except te 246018) leading up to the shutdown; only battery ejections and loss of ac power were noted. No further information was received. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.